Event description:
Description of event: patient (pt.) Mentioned body rejected pump and sutures with previous pump and there was a gap where sutures were that did not heal. Pt mentioned in the call that she has had 6 surgeries for pump in the last 1.5 yrs. Pt states these issues are all previously with the flowonix pump. Pt states for past 1.5 years been "hell." Pt states they moved pump to back. Pt states the pump was split and they took out flowonix pump. Pt states first pump placed on right side and had massive hematoma underneath and had to evac surgically and two weeks later had a staph infection, pt. States they had to remove pump. Pt states they pulled out pump and put new one on left side and that flipped and then company went out of business. Pt states because of having no stomach cannot absorb medication normally. Pt also had stated that her flowonix pump was in front but they moved because of all the vomiting she does with not having a stomach. Pt states torso so small and has hyper elasticity and every muscle in back is everywhere. Pt states old pump would hit lower ribs and flipped over and now on back side. Pt states several years ago had port and person who access didn't wash hands after washroom and gave pt. Ecoli and sepsis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).